Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
Patient was implanted with nail and helical blade at the proximal femur on (B)(6) 2012. An x-ray was taken after the surgery showed the injured bone with the tfn hardware. An x-ray was also taken showing the tfn construct one month post-operative. Reportedly the surgeon is concerned that the bone is collapsing laterally into the head and shaft of the femur too much. The surgeon does not planning on replacing the hardware at this time. This is 1 of 2 reports for the same event.